Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was natural. The customer¿s blood glucose was 23 mg/dl at the time of death. Customer was experiencing difficulty in breathing. It is unknown if the caller will to return the insulin pump for analysis.